Event description:
It was reported that during a lap colon procedure, the clips ejected out of the device. Clips fell into the pt and were retrieved through the trocar. The site used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
.